Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2012, and the device was discarded by user facility. The affected components will not be returned to nuvasive for evaluation and the alleged problem device could not be investigated further. The root cause of this reported event has not been determined, but due to the duration to failure, the event might be associated with non-union of spine segments. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular of visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." No conclusion can be drawn and no further investigation can be performed on this reported event.

Event description:
Initial surgery was performed (B)(6) 2012 involving a female patient who received a pedicle screw construct from t-10 to the pelvis. The patient felt pain in her left leg that may or may not have been associated with the tulip separation. During a follow visit radiographs identified a right superior l5 pedicle assembly had separated. Revision surgery was performed on (B)(6) 2012, and the implant was replaced with another pedicle screw. Patient is reported to be doing well. The pedicle screw was discarded by user facility.